Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified two longitudinal tears in the balloon material the first beginning approximately 2mm distal of the proximal balloon sleeve and extending approximately 25mm distally across the balloon material. The second beginning approximately 10mm distal of the proximal markerband and extending approximately 30mm distally across the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.